Event description:
It was reported to bsc/target that during advancement of the gdc10-soft 2diameter stretch resistant synerg detection circuit, it detached prematurely within the microcatheter. Despite the event, the device was successfully placed within the aneurysm. There were no complications with the patient.